Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is improper implant size selection.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2017 where three implants were placed. The patient reported radicular pain following the procedure. The surgeon determined via MRI that the most cranial implant had breached the neuroforamen. Three days after the initial procedure, the surgeon performed a revision procedure where he removed the implant and replaced it with a shorter ifuse implant. The status of the patient following the revision procedure is not known.